Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified unspecified artery below the left knee. A 2 mm x 40 mm x 144 cm coyote balloon catheter was selected and advanced to treat the target lesion. Upon first inflation of 10 atms, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter and a sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).